Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photographs and video submitted for evaluation. Your reported issue of needle retraction issues could not be confirmed from the two photographs and video that were provided for investigation. The photographs showed unit packaging for a 22g insyte autoguard device. The video showed the activation of the safety mechanism and the needle fully retracting within the safety shield. The retraction time was within specification. No damage or defects associated with the manufacturing process could be identified from the returned video and images.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
They have had 5-6 incidents of the iagbc pro needle not retracting properly. Stated either retracting slowly or requiring hard or dual pressing of needle retraction button. Tried to demo this with nil issues. No patient or hcw incident/injury reported.